Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 251830.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration. X-ray revealed that the leads had migrated down to the lumbar area. The patient underwent a revision procedure wherein the leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were not returned.